Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Helix mechanism was returned in an extended position with blood and bloody fluid around the helix. Visual inspection found a slight twist in the lead body, consistent with twiddler's syndrome. Dislodgement allegation was confirmed base on this finding.

Event description:
It was reported that this right atrial (ra) lead was partially dislodged due to twiddler's syndrome. Leads were found coiled in pocket and the device was also twisted in pocket. Whole system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was partially dislodged due to twiddler's syndrome. Leads were found coiled in pocket and the device was also twisted in pocket. Whole system was explanted and replaced. No additional adverse patient effects were reported.